Event description:
It was reported that the pt's knee was revised due to pain. During revision, the femoral component was noted as grossly loose.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: review of surgical reports provided indicates surgical technique was followed. Correct fit and orientation per surgical technique could not be checked w/o return of x-rays. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause of the reported pain and loosening of the tibial component cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.